Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2, pocket d3, was off the bus. A field service engineer (fse) powered down the station, then removed the rear panel from the drawer. Then disconnected the row board cable from the drawer controller board, then cleaned the connector and reconnected the cable. Then returned the rear panel to drawer. Then powered the station back on and launched the hardware testing application, then perform final test and restarted the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubic was not detected on the bus and the drawer failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubic was not detected on the bus and the drawer failed. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to get meds out, which caused a delay in patient care. There were no adverse events or injuries reported based on this event.